Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial tachycardia with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, a catheter sensor error displayed on the carto 3 system and the catheter could not be visualized. The catheter cable was replaced, and the issue remained. The catheter was replaced, and the issue resolved, and the case continued. The observed sensor error has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. After the procedure, the patient's blood pressure dropped, and a cardiac tamponade was confirmed by echocardiogram. Pericardiocentesis was performed and 280cc¿s of fluid was removed. The patient was reported to be in stable condition. Extended hospitalization was not required. The patient fully recovered. The physician did not provide a casualty opinion on the event. Transseptal puncture was performed with a baylis needle. Ablations were performed, prior to noticing the tamponade. There was no evidence of steam pop during the procedure. Flow setting was set at normal flow settings for stsf catheter. No additional error messages (outside of the sensor error) were observed on biosense webster equipment during the procedure.